Event description:
Charge time 16 seconds on april 2003, auto cap reform and manual reform of event date was 16 seconds. Explant date scheduled for 7/2003. Technical note of 12/2002 states a 16 second charge time is an indication for explantation of the device because an exact determination of the delivered energy cannot be guaranteed.